Event description:
High dose methotrexate, in a glass bottle with carefusion vented low sorb tubing with filter and added texium valve was primed and delivered to unit per routine. Rn hung and began infusion, within the first minute, leaking at the filter noted. This is the second event using this product with leaking problems of chemotherapeutic medications in a glass bottle.